Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 3004485144-2016-00128.

Event description:
It is reported the end ring of the driver broke during surgery. No adverse events were reported.

Manufacturer narrative:
The returned device was examined and the c-ring was found to be bent outwards away from the tip. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.